Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use an impact admiral drug eluting balloon to treat a calcified lesion in the distal superficial femoral artery with moderate tortuosity in a patient. A non medtronic (boston scientific) inflation device and guidewire (cook) was used. Contrast and saline were used. No damage noted to packaging, i.e. Shelf carton, hoop/tray, no issues noted when removing the device from the hoop/tray, device was prepped per the IFU. It was reported that a balloon a pin hole burst occurred during inflation at 8-14 atms. One inflation that required constant additions as pressure degraded (added pressure to maintain size and pressure). All fragments of the balloon were retrieved. Device did not pass through a previously-deployed stent, resistance was not encountered when advancing the device, excessive force was not used. No patient injury was reported for this event.